Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Scrub nurse was setting up for delta xtend reverse shoulder when she noted the glenosphere orientation guide, 230795000 had a crack in the tip of the instrument. We opened another set and found the same instrument to have the same problem. (B)(6) was issued for the repair / replacement of these two items patient consequence? No. Action taken for procedure: surgeon was able to complete surgical procedure with no disruption to surgical flow. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.